Event description:
It was reported that a customer's pump screen was broken and the touch screen was not functional or readable. There was no reported impact on the customer¿s blood glucose level. Arrangements were made for the pump to be returned, and in the meantime, a replacement pump was provided.